Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient mentioned that they had two "horrendous" surgeries to get the lead implanted. The patient noted that it looks like the surgeon used a weed whacker when they implanted it in their back. The patient stated that the therapy still doesn't help their bladder at all, so they keep the ins turned off. The patient spoke with another doctor about their concerns, and the doctor told the patient they could probably use the same lead and replace the ins with one from a different manufacturer. The patient was frustrated because they had to reschedule the MRI. The patient complained about the size of the smart programmer, noting that it was "so large" and their purse was not big enough to fit both the smart programmer and communicator. The patient also complained that the my therapy app was not available for download via the app store on their iphone. The patient suggested that the company make the my therapy app available for download via app store. Agent documented reported event. The patient does not have a managing hcp.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2jsbw); product type: 0200-lead; implant date (B)(6) 2022. Date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.